Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "blood in helium driveline/suspected rupture". Therefore, the iab was removed. No report of patient harm or injury.